Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the medium-large clip applier instrument for evaluation however, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of a medium-large clip applier instrument did not release the clip and jaws were bent. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the instrument was inspected prior to use and no damage was noticed at first but was noticed after trying to use the instrument. The issue occurred during the first clip application while the surgeon attempted to clamp on a vessel or tissue bundle and was related to unsuccessful clip application. Green medium-large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). No photos and/or videos of this event are available for isi review. No patient demographic information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.